Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a4, b4, b5, d9, e1, g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. The device is used for treatment. Medical records were provided and reviewed by a healthcare professional. A review of the available records identified the following: an initial right tha was performed. Subsequently, the patient dislocated. Each time a closed reduction was performed. The patient dislocated their hip a third time requiring repositioning. There have been no additional complications reported. Radiographs were provided and reviewed. Images assessed and not submitted to mmi as they are required to be enhanced and generates poor quality & overlay of graphics. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that initial right total hip arthroplasty was performed. The patient underwent repositioning with anesthesia due to dislocation approximately three (3) weeks later. The patient dislocated for a second time due to unknown reasons requiring repositioning approximately two (2) weeks later. Subsequently the patient dislocated their hip a third time requiring repositioning approximately three (3) months later. There have been no additional complications reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 30103608, lot#: 65454505, item name: g7 vit e neutral lnr 36mm h, item#: 010000668, lot#: r7313004a, item name: g7 pps ltd acet shell 62h, item#: 51-103150, lot#: 7198025, item name: tprlc 133 t1 pps so 15x150mm. Report source- netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.